Manufacturer narrative:
(B)(4). Expiration date: unknown as lot# is unknown. Catalog#: unknown but referred to as a cook celect filter. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Summary of investigational findings: this complaint was raised on the basis on an article describing two cases of perforation in relation to retroperitoneal lymph node dissection. An imaging review of the imaging in the article was performed. According to the article, patient a (focus in this complaint) had two filter legs perforating ivc. The imaging review confirms perforation of two primary filter legs. The imaging review states: "reporting two cases of nearly exactly the same observation rather than one lends significant but hardly confers enough statistical significance to recommend all filters be removed pre-operatively lymph node dissection. Both the imaging and the discussion contains flaws and omissions that raise significant question about the paper´s conclusion that the perforation was a result of inadvertent caval manipulation during laparoscopic lymph node surgery. First, this conclusion is based on the supposition that, if the filter legs had not perforated between implantation and the pre-operative CT, then perforation between the CT and the CT was impossible. The CT scans were most likely performed for tumor surveillance and the surgeries scheduled electively. Since filter perforation have been observed to develop even within a few days of implantation, the filter penetration could have occurred in between an elective scan followed by an elective surgery. Second, the imaging provided is inadequate to exclude perforation. The first case are through the mid filter not the primary leg tips. The second case image may not even be of a celect filter and does not show all the filter legs." Based on the above, the root cause for the reported ivc perforation is most likely due to caval manipulation of the cava during retroperitoneal lymph node surgery. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to article: patient developed another pe while on therapeutic warfarin and a celect optional inferior vena cava filter was placed. The patient had poorly responding retroperitoneal lymphadenopathy and underwent surgical de-bulking within 28 days of ivc filter placement. During surgery, it was found that the patient had two limbs penetrating through the caval wall. The filter demonstrated significant tilt. The surgeon cut the two protruding limbs of the ivc prior to endovascular removal. The filter was snared and removed but one of the cut filter limbs lacerated the caval wall, which was repaired with a stitch. Patient outcome: the patient did require any additional procedures due to this occurrence. The surgeon cut the two protruding limbs of the ivc prior to endovascular removal. The filter was snared and removed but one of the cut filter limbs lacerated the caval wall, which was repaired with a stitch. The patient did not experience any adverse effects due to this occurrence.